Manufacturer narrative:
(B)(4). Batch number: p5758r. Investigation summary: the analysis results found that one pcee60a device was returned with the anvil bent upwards and with two gst60t cartridges reloads present. The reload (c) was received partially fired 1/2. The reload (d) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the rep reported that prior to the surgeon trying to transect the bronchus, the patient had lost a lot of blood (unclear what the cause of the bleeding was and it may have been related to the bovie being used) and already had received significant amount of blood product transfusion. The first device was fired several times with no issue and on the sixth or seventh firing, with a black reload is when the device partially fired across the bronchus but could not transect tissue. During these firing attempts, the patient became unstable with repeated attempts to transect the bronchus. Per the rep, the surgeons were very concerned about the patient coding. The rep also noted that two covidien devices were fired and also ¿broke¿ when trying to transect the bronchus. Per the rep, the patient was in a serious procedure and was very unstable at the time of the issue. There are multiple contributing factors to the event and the issues with firing may have contributed. Per the rep, the surgeons did not believe that the tissue of the bronchus was fibrous or unusually tough. Additional information requested and received: what were the indications for surgery? Patient had cancer in the right upper lobe. Were there calcifications in the bronchus? I asked surgeon and he did not think there was calcification. Was the source of bleeding identified? No. Does the surgeon believe that the bleeding was due to issue encountered with ethicon products? No. How were the devices opened? The surgeons was able to use the reverse function and open the device. No manual override was necessary. Was there any difficulty opening devices? No.... Worked fine up until the firing on the bronchus. Opened properly for all firings. Was there any issue noted with staple form? None. What is the current patient status? Patient was brought back to or several days later for surgery. Was not because of the previous surgery. Patient is still in hospital and doing better.

Event description:
It was reported that during a right lobectomy the device started cutting and stapling but when it got into thick bronchus tissue it stopped. The blade moved three or four centimeters before it stopped. The reverse button was used to reverse the blade and open the jaws. A second reload was tried and when the device was fired the blade moved two centimeters and stopped. A second device was tried with a third reload. The device stopped after about two centimeters and did not completely dissect the bronchus. The device did deploy staples and did cut but did not have enough power to get through the tissue. The procedure was completed with an alternate unlike device.